Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed diaphragmatic stimulation. The right ventricular lead was capped and replaced. No additional information was available at this time.